Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hepatectomy procedure on (B)(6) 2010, and a drain was placed. The drain broke outside of the body when the surgeon pulled it at the groove portion and the middle of the drain to adjust the position. The surgeon removed the broken drain and a second like device was used during the same procedure with no adverse pt consequences.